Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. Five days after the event onset, the patient was hospitalized for catheter removal due to peritonitis. The patient was treated with meropenem injection(1 gram, intraperitoneal and daily was not reported) and vancomycin injection(1 gram, intraperitoneal and every 5 days was not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Five days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. On an unknown date, the patient was discharged from the hospital. No additional information is available.